Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the investigation result: flare detached. Visual evaluation of the returned device found that the flare had detached from the handle, and two pronounced kinks were noted at the proximal end of the sheath. Functional testing could not be performed. The complaint that the snare loop could not be extended was confirmed; the detached flare would result in the sheath's appearing longer and an inability to actuate the device. The most probable root cause of this failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2011. According to the complainant, the physician was unable to extend the snare loop from the sheath because the sheath was too long. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.